Event description:
Report received from the USA stating the device was "overheating." The device was not being used during a procedure. The date of the event is unk. No pt or user injuries were reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. Reliability engineering evaluated the device, and the reported complaint of heat was ot confirmed. The unit met temperature requirements. However, the unit was observed to exhibit excessive vibration, likely dur to worn bearings and the presence of dried biological debris observed on the bearings and internal components. This condition is indicative of improper or ineffective cleaning and handling of the equipment. If additional information is received, a supplemental report will be sent.